Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall on (B) (6) 2009 was noted in event logs with no motor stall recovery recorded. A tube set message was also noted on (B) (6) 2009. The pump alarms were audible. There were no other stalls/recoveries in the event logs. The patient was sleeping when stall occurred; no symptoms were noted. The pump was updated on (B) (6) 2009 and no recovery was noted at follow-up the next morning. The pump was going to be replaced. The medication being delivered was morphine. Additional information has been requested.